Manufacturer narrative:
Based on the current information provided, the surgeon stated that the cause of the post-operative complication was likely attributed to the patient's previous medical condition and the withholding of blood thinners for the procedure. The surgeon stated that the system issue did not impact the occurrence of the mi. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted left hemicolectomy procedure, the patient suffered a mi which the surgeon attributed to prior extensive heart disease and the pause of his blood thinners (plavix). The patient had suffered a previous myocardial infarction mi in (B)(6) 2022. As a result of the mi, the patient had an unplanned admission to the ICU with prolonged hospitalization for 3-4 days. Note: refer to the medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the customer reported system down issue.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the system reflected error 319 pointing to universal surgical manipulator #2 (usm2). The customer restarted the system; but the issue persisted. The surgical staff disabled usm2 in order to proceed with the procedure. The procedure continued as planned. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding this event: the patient suffered a myocardial infarction (mi) post-operatively. The mi was treated conservatively with reinstatement of plavix (clopidogrel) and lmw heparin. He had an unplanned admission to the ICU with prolonged hospitalization for 3-4 days due to the mi. Prior to surgery, the patient was evaluated by anesthesia on july 7th and was classified as asa 4 (very sick). He had prior extensive heart disease and suffered a recent myocardial infarction (mi) in (B)(6) 2022. He was also evaluated by the cardiologist before surgery, and the increased risk was accepted due to the importance of the cancer surgery. One of the patient's blood thinners (plavix) was stopped 5 days before surgery and replaced by lmh heparin 60 mg x 2 daily. On the day of the surgery, the patient did not receive the morning dose of heparin. According to the surgeon, the pausing of the plavix was probably the cause of the patient's mi. The surgeon stated that the post-operative complication was not a direct surgical complication and had nothing to do with the failure of the arm.